Event description:
The patient was implanted with a left ventricular assist device (lvad). Approx 4 months post-implant, it was reported that during a routine hospital visit the patient's event history was reviewed and indicated a pump stoppage. The patient's system controller was exchanged.

Manufacturer narrative:
The device was returned to the manufacturer and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
The patient¿s event history from the returned system controller was reviewed which contained approximately 4 days of data. A pump stoppage was recorded accompanied by a low speed hazard alarm; however, the alarm appeared to be brief as the low flow alarm did not activate and additional events were recorded at the same time stamp where the pump speed was back at operating range. The returned system controller was functionally tested with the manufacturer¿s test equipment and the system controller operated as intended. The black and white power cables were manipulated with no effect and both power cables were independently disconnected and the system functioned as expected supported solely by either cable. A cause for the events recorded in the patient¿s event history could not be determined. A review of device history records showed no deviations from manufacturing or qa specifications that would affect device function or performance. No further information is available. The manufacturer is closing its file on this event.